Event description:
It was reported that, at the time of a pump replacement surgery on the day prior to this report, the healthcare provider (hcp) told the patient¿s friend or family member that the pump was not working. The patient¿s spasticity level was very high. At the surgery, the hcp found that the pump was empty because they attempted to inject ¿stuff¿ to empty the pump before replacing it and found that there was not any medication left in the pump. It was noted that the last pump refill was on 2014-(B)(6). At this time, the elective replacement indicator (eri) was estimated to occur in 6 months. The next pump refill was to occur in (B)(6) 2014. It was noted that there were no concerns about the pump or spasticity prior to the replacement. The reporter wanted to know why the pump was not working and why the print out showed a ¿pump in shelf state¿ message. After the patient¿s friend or family member discussed the event with the implant physician, it was confirmed that the old pump was working fine. There were no problems with it. The device system was used to deliver baclofen. It was later reported that the patient experienced increased spasticity. Normal battery depletion occurred. The patient recovered without permanent impairment.

Event description:
Correction: it was noted that the last pump refill was on 2014-(B)(6). At this time, the elective replacement indicator (eri) was estimated to occur in 6 months. The next pump refill was to occur in (B)(6) 2014.

Manufacturer narrative:
Concomitant: product ID 8709sc, serial# (B)(4), implanted: 2007-(B)(6), product type catheter. (B)(4).